Manufacturer narrative:
Concomitant medical products: product ID; 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The patient reported never having therapeutic effect. He had his pump replaced on (B)(6) 2014. Ten days later, he went in to have the staples removed. For the first eight days, he had some pain relief, but the last two days the relief was ¿not as good¿. The pump was increased from 0.50 to 0.62, then to 0.80 and at the time of this report was at 1.009. The patient later stated that for 3 weeks he had relief, but the 4th week he didn¿t. Per the patient, the pain relief had been good some days, but not others. He could ¿tell when the pump was pumping¿ because he itched. The patient itched with any pain medication and that was how he knew it was working. When the patient was on oxycontin he itched and when he was loratabs he would itch for 4-6 hours. The day prior to this report, the patient woke up with itching and every hour he got better with movement and the pain went away. The patient had an appointment with his hcp (healthcare professional) the week after this report. The patient wanted to know if the hcp interrogated the pump if he could see if the pump was working some days and not others. The patient had not heard any pump alarms. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.